Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead failed to have the stylet advance through upon lead positioning. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece without the stylet. The stylet insertion test found obstruction/ restriction at the middle region of the lead. Destructive analysis found blood inside the inner coil. The cause of the reported event was isolated to the blood in inner coil.